Manufacturer narrative:
The event date was not reported. The aware date was used as an estimate.

Event description:
It was reported via social media that a cerebral vascular accident occurred. A patient was undergoing a left atrial appendage (laa) closure procedure with a watchman flx left atrial appendage closure device. During the procedure the patient experienced a cerebral vascular accident. No further information is available at this time.